Event description:
A male, patient is approximately one year post-op and has developed x-ray changes (dissolution of the trapezium) and reports swelling and tenderness of the thumb near the implant site. Dr plans for a revision of this case in 2010 and will convert it to an lrti. Patient was stage iii pre-operatively.

Manufacturer narrative:
Investigation based on feedback from distributor. More information is expected and currently, no conclusion can be drawn.